Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device check, the right ventricular (rv) lead exhibited a pacing failure after no sensing was observed. A rv lead fracture was noted and the rv lead was reprogrammed to unipolar pacing, which the patient then experienced muscle twitching. A rv lead revision procedure will be performed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
Further information was obtained and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.